Manufacturer narrative:
On (B)(6) 2016 03:21 pm (gmt-5:00) added by (B)(6) ((B)(4)): an image was initially sent showing that the label on the packaging was distorted and unclear. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
On (B)(6) 2016 10:37 am (gmt-5:00) added by (B)(6) ((B)(4)): customer received product with a ruined label.